Event description:
It was reported that the patient presented to the hospital in tamponade, and the right ventricular lead was found to have perforated the apex. A chest drain was inserted to remove the effusion. During the procedure to reposition the lead, the torque wrench would not engage the device set screw. A new wrench kit was used and the lead was repositioned. The lead and device are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.